Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 30 mmol/l at the time of incident. Current blood glucose level was 21.8 mmol/l. The customer treated for high blood glucose with manual injections. Customer using insulin pump within 48 hours of high blood glucose of event. Customer experienced symptom of high blood glucose event such as thirsty. The customer did not allege that the insulin pump was under delivering. The customer reported that insulin pump was not auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08665 inches.